Event description:
It was reported that a malfunction occurred on the pump. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. The customer had not addressed the elevated bg at the time of report, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available, if necessary, until the replacement arrives.